Manufacturer narrative:
Implanted date: device was not implanted. D6b: explanted date: device was not explanted. Additional patient information: 175cm tall. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The collagen got stuck in the tube. No further information has been received. The patient's condition was not harmed. Additional information was received on 08 oct 2024: the hemostasis was achieved with manual compression.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath, dilator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned mated and with the color bands of the latches fully visible. The anchor was visible within the distal tip. Functional testing was performed by redeploying the returned device. The device was pushed into the forward locked position. The anchor deployed from the tip. The device was then set to the fully rear-locked position. The anchor posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).